Event description:
A nurse reported during the intraocular lens implantation a crack on the optic was noted after implantation into the eye. Additional information has been requested and received stating there was no harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).